Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 7050090, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient had inadequate stimulation due to lead migration which confirmed through x-ray. The patient underwent a lead revision procedure and was reportedly doing well postoperatively.